Manufacturer narrative:
H3) the software team analyzed the logs and observed that the logs shared contained one session. The procedure used was catheter placement and the registration was attempted twice with error metric greater than 7. Also, observed that 3 points were attempted. There was coil noise observed. As mentioned in the description CT-2 was used in the procedure. Logs did not indicate any other errors / failures that could lead to the mentioned behavior. Hence there was information insufficient to determine the cause of the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID: 9735737 (lot: 2.1.0); product type: 2543-mnav - system. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that whilst registering a patient using their computed tomography (CT), the tracer line was not following the skin and was mapping to blank space. The registrar restarted the registration numerous times but it still did the same thing. Eventually a different navigation system was used. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.